Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pre-discharge echocardiogram showed mild paravalvular leak (pvl). Approximately one month later, moderate pvl was noted. An echocardiogram eight months post-implant showed severe pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. The pvl resolved. No adverse patient effects were reported.